Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.